Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 12-nov-2022. H6: investigation summary: one sample and one photo was provided to our quality team for investigation. Through visual inspection, the membrane was observed to have separated from the injector. Further evaluation identified that the hole on the bottom of the membrane was clogged which likely prevented proper assembly between the membrane and injector cannula during assembly. A device history review was performed for lot 2203302, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified, all injectors were properly assembled and no membranes were observed to be clogged. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device. No issues related to this issue were identified during the inspection process. While we cannot identify a direct issue, the clog within the membrane likely prevented proper assembly and lead to the membrane disconnecting from the injector as observed in the product evaluated. The membrane for this product is provided by a supplier who has initiated process improvements to better identify this issue, the reported lot was manufactured prior to the implementation of those changes.

Event description:
It was reported that the bd phaseal¿ optima injector was damaged during use. The following information was provided by the initial reporter: the rubber came off when a pharm tech connected the locking injector.

Event description:
It was reported that the bd phaseal¿ optima injector was damaged during use. The following information was provided by the initial reporter: the rubber came off when a pharm tech connected the locking injector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.